Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the energy on the hemopro device stayed on and would not turn off. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. Hemopro power supply setting was 2.5 per IFU recommendations.

Manufacturer narrative:
Investigation results: visual inspection on the returned device showed that the tri-heater wire assembly on the hot jaw was bowed away from jaw. A burn mark from the tri-heater wire assembly was also present on the serrated section of cold jaw boot. The condition of the hot and cold jaw boots showed signs of damage. The device was then connected to a reference power supply using the returned extension cable. Upon power supply turn on, the center conductor on the tri-heater assembly glowed red even though the device had not yet been turned on by the handle switch. The reported complaint is confirmed. A lot history record review was completed for the product, there was no nonconformance associated with the lot number.